Manufacturer narrative:
(B)(4). Diabetes mellitus is a known contributor to fatal outcomes.

Event description:
Dexcom was made aware on 02/062017 that on (B)(6) 2017, that the patient passed away. Patient's daughter reported that she found the patient passed out at home on the floor. Patient's daughter tried treating patient with insulin, but patient was unresponsive. Patient's daughter called 911 and performed cardio-pulmonary resuscitation (CPR). Emergency medical technicians (emts) arrived, but were unable to resuscitate. The emts pronounced patient deceased after 20 minutes of treatment. Patient's daughter reported the cause of death was due to diabetes mellitus complications, chronic obstructive pulmonary disease (copd). And chronic kidney disease. A copy of the certificate of death was not provided. Patient was not wearing the continuous glucose monitor (cgm) at the time of death. There was no alleged device malfunction. Additional event or patient information is not available. The reported event of death could not be confirmed. A root cause could not be verified.